Event description:
Per the surgeon, the patient experienced retention issues with the device, and was placed under general anesthetic on (B)(6) 2021, in order to explant the device. The patient was implanted with a new device at a new site.